Manufacturer narrative:
It was reported that the hl20 pump displayed the error message: safety-s. No harm to any person has been reported. A getinge field service technician (fst) was onsite for an investigation. The fst checked the machine thoroughly and reset the connections of circuit boards inside the bottom section of the pump. The technician verified the operating voltages which were found ok, cleaned the carbon brushes of the motor as well. The pump was run on different speed settings and observed for three hours and no error message was displayed. Thus the reported failure could not be confirmed. However this reported error message "safety-s" could be linked to the following root cause: an error occurs when transmitting the signals via the control board to the safety system board. This causes that the safety system board to receive no or incorrect data and therefore triggers the error message: "safety-s". With reference to the hl20 risk assessment (risk ID: h1.1.1.2.6) this event can be contributed to: wrong pump speed because of: communication error (e.g. Wrong ratio between master-slave pumps due to communication error). The device in question was manufactured on 2016-02-23. The review of the non-conformities during the period of 2016-02-23 to 2022-11-03 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required the occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
It was reported that the hl20 roller pump module displayed the error message: "safety-s". No harm to any person has been reported. A getinge field service technician (fst) was onsite for an investigation. The fst checked the machine throughly and reset the conncetions of circuit boards inside the bottom section of the pump. The technician verified the operating voltages which were found ok, cleaned the carbon brushes of the motor as well. The pump was run on different speed settings and observed for three hours and no error message was displayed. (B)(4).